Event description:
The patient reported that their interstim unit felt like it was sending electricity down their left leg, and it was shocking them. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.